Event description:
It was reported that the 9600+ system would freeze up after a couple of shots. Reboot was required to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the workstation pcb's the system was tested and found to be working as intended and placed back into service.